Manufacturer narrative:
(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced an issue with infusion set was leaking from last night. The patient had high blood glucose level since 21 may 2024 which was increased with a value of 432 mg/dl on (B)(6) 2024. The infusion set was used for one day. No further information available.